Event description:
I got essure in (B)(6) 2007. The right coil immediately migrated before getting home from the procedure. I had severe cramping and it was painful to lie on my right side. I went for hsg after three month time period to find out that one tube was blocked yet the other was completely open and the coil was misplaced. My dr. Said I would have to redo the right side essure and that the one that migrated could stay where it was because it would cause no trouble being that it was like a "needle in a haystack". I began having pain when doing abdominal exercises as if something were cutting into my uterus. I asked my dr. On at least three occasions through the years and he said each time that the essure could not cause the pain. I now have been diagnosed with sleep apnea because of severe daytime sleepiness that began in 2010. I have had blood tests for rheumatoid arthritis which came back negative in (B)(6) 2014. I have severe aching and joint pain that started in my feet and now is throughout my entire body. My eyes have worsened at a speed quickly and had been consistent years prior essure. I have dry eyes and skin. My back has a rash and my waist often itches uncontrollably. I am nauseous before bed frequent for no reason. I have been hospitalized for severe abdominal pain twice. I have diarrhea that has an offensive odor (chemical odor). Intercourse is painful due to the coil that is cutting the uterus. I can no longer exercise due to pain where the coil is in my uterus. My moods are very inconsistent. I am sad frequently.